Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, ensuring the malfunction did not recur. The customer was instructed to call back if the issue recurred, which they acknowledged and understood.